Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of lioresal at 100 mcg/day via an implantable pump. The indication for use was not provided. It was reported the rep was notified by the hcp¿s office that the patient was having a new pump implanted on (B)(6) 2018. It was reported the patient was seen in (B)(6) 2017 and it was noted that the patient¿s previous pump was exposed at that time. The pump was visible through the skin, per the office records. The pump and the pump segment of the catheter were removed on (B)(6) 2017 without the manufacturer¿s knowledge. It was indicated both devices had been discarded. The spinal segment was left in the patient and tied off. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting were performed at the time. A new pump and pump segment were placed on (B)(6) 2018. It was indicated the issue had been resolved at the time of the report. The patient¿s status was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being taken by the patient, patient weight, and medical history were unknown.